Event description:
The customer reported receiving no delivery alarms. The blood glucose reading was 235mg/dl. Troubleshooting was performed. Assisted to disconnect the infusion set from the quick released and to run a fixed prime test. The insulin did exit, but the device alarmed no delivery. Suggested to check the reservoir and infusion set connection. Instructed to reconnect the infusion set and reservoir and to run again the fixed prime test. Advised that the insulin pump is functioning as designed. The customer called back to report no delivery alarms after changing several infusion sets. The caller mentioned being in the hospital for two days in late august. He believes it was the quick set using at the time. The customer mentioned that he had lost a lot of weight and the quick sets were not working for him. Reviewed the alarm history and found multiple no delivery alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.